Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia, including a peak blood glucose of 393 mg/dl and approximately six hours above range, while using the ilet; the user noted frequent high glucose alerts and perceived slow correction despite the device delivering incremental corrections, and used a manual insulin injection on a prior day to reduce glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and ongoing device use with glucose trending down during the call. Investigation included troubleshooting and education with review of device data and user practices. Investigation of this case revealed that the device was providing corrections consistent with its design and that user-reported dietary choices and stress-related self-management challenges were likely contributing factors, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.